Event description:
Unomedical reference number (B)(4). Event occurred in jordan. It was reported that on (B)(6) 2024, the patient experienced one infusion set was leaking between the tubing and the reservoir. The infusion set is used for 1 day and the blood glucose level at the time of incident is 554 mg/dl and issue is addressing via pump. No further information available.